Event description:
Customer reportedly rec'd the following results on the active system within 10 minutes: 73 mg/dl, 197 mg/dl, and 141 mg/dl. No actions taken based on device result. No adverse event reported. Requested return of suspect device and replacement was sent.